Event description:
It was reported the subject device sdi port has no signal. The issue occurred during set up / inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The event that the sdi signal is not displayed has not been reproduced after the inspection of the device at olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction to previous d4 - model # from clv-190 to cv-190.

Event description:
No additional information received from the customer.